Event description:
A (B)(6) male patient called zoll customer support to report that wires were exposed on the electrode belt connector of his monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector wires exposed) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case and wires were exposed, resulting in electrode belt communication issues. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The patient received a replacement monitor.